Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00337.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. A non-penumbra microcatheter, and a non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a ruby coil through the microcatheter. While advancing the ruby coil into the target location, the physician was not satisfied with the way the ruby coil was forming in the vessel; therefore, the physician decided to remove the ruby coil. While retracting the ruby coil, it unintentionally detached with part of the coil inside the microcatheter and part in the vessel. Therefore, the physician removed the ruby coil with a syringe and aspiration. Next, the physician placed multiple coils successfully. The physician advanced another ruby coil into the microcatheter, however, resistance was met and the ruby coil became stuck near the hub of the catheter. While retracting the coil, it unintentionally detached within the microcatheter. Therefore, the ruby coil and microcatheter were removed together. The procedure was completed with new ruby coils. There was no report of an adverse effect to the patient.